Event description:
Pt underwent norwood procedure stage 1 where a right atrial line was inserted for posoperative pressure monitoring. The right atrial line was positioned along the surface of the heart and coseal was sprayed for anti-adhesion purposes, on top of the line and the epicardial. Surface. Chest tubes were iserted and the sternum was temporarily stented open to accommodate temporary cardiac distention. On po day 2 the sternum was closed. On po day 3 the right atrial line was removed, with the chest tubes still insitu. Upon removal of the right artial line, significant, unusual bleeding was noted from the line removal site, however nothing was draining from the chest tubes. It was undetermined if the blood was arterial or venous however the bleeding was brisk. Compression was applied to the bleeding site for several minutes. Chest tube drainage remained negative and there were no signs of tamponade. No further treatment was required at this time. Approximately 8 hours after removal of the right arterial line, the pt arrested in nicu and was resuscitated quickly and remained stable for the duration of the night.

Event description:
Pt underwent norwood procedure stage I where a right atrial line was inserted for postoperative pressure monitoring. The right atrial line was positioned along the surface of the heart and coseal was sprayed for anti-adhesion purpose, on topof the line and the epicardial surfac. Chest tubes were inserted and the sternum was temporaily stented open to accommodate temporary cardiac distention. On po day 2 the sternum was closed. On po day 3 the right atrial line was removed, with the chest tubes still insitu. Upon removal of the right atrial line, significant, unusual bleeding was noted from the line removal site, however nothing was draining from the chest tubes. It was undetermined if the blood was arterial or venous however the bleeding was brisk. Compression was applied to the bleeding site for several minutes. Chest tube drainage remained negative and there were no signs of tamponade. No furthr treatment was required at this time. Approx. 8 hours after removal of the right atrial line, the pt arrested in nicu and was resuscitated quickly and remained stable for the duration of the night. The following morning the pt was taken to the or for exploratin. Coagulated blood was removed from the pericardial sac behind the heart and a fibrin clot was removed from the surface of the heart where the right atrial line had been laid, at which time the brisk bleeding was restarted. The defect was sutured and the chest incision close. The pt had a normal post-operative period following this. Prevented action implemented: it was decided that the instructions for use (IFU) for this product be enhanced to include the following in the precaution section: "to prevent any lines, catheters, or pacing wires from being sealed onto the surface of moving organs (heart, lung, or bowe) either place these after the application of coseal or lift the implants to allow application of coseal directly onto the tissue surface. Allow 30-60 seconds of polymerization time prior to the implant on top of the polymerized coseal."